Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided for review. The photo shows a clinician holding a dilator & sheath in which the sleeve was attached to the dilator sheath without being removed. Therefore, the investigation is confirmed for the reported improper or incorrect procedure issue as the manufacturing procedure document and drawing document notes warned that the tubing protector at the tip of the dilator of the microintroducer/macrointroducer should be removed and discarded on the scrap container before use. The root cause for the reported improper procedure is determined to be user error. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Drawing notes indicates: protective tube shall be removed when packed into finished kits. Manufacturing procedure indicates: when applicable, remove the tubing protector at the tip of the dilator of the microintroducer/macrointroducer and discard it on the scrap container. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in the right internal jugular vein, the guidewire through the introducer needle into the artery. It was further reported that the guidewire in place after the retrieval of the introducer needle. Furthermore, they inserted the puncture sheath into the blood vessel, allegedly found that the sheath has a sleeve. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in the right internal jugular vein, the guidewire through the introducer needle into the artery. It was further reported that the guidewire in place after the retrieval of the introducer needle. Furthermore, they inserted the puncture sheath into the blood vessel, allegedly found that the sheath has a sleeve. There was no reported patient injury.